Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent partially deployed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a fully covered rx wallflex biliary stent was used in the bile duct during a stent placement procedure performed on (B)(6) 2015. Reportedly, patient¿s anatomy was not tortuous. According to the complainant, during the procedure, the physician attempted to release the stent in the bile duct; however, the stent could not be fully deployed. It was unknown whether the stent was reconstrained prior to removal from the patient. The procedure was completed with another fully covered rx wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A wallflex biliary stent was returned for analysis. Visual examination of the returned device noted that the distal handle was fully retracted, the inner lumen had minor kinks at its distal end and the stent had been deployed. The stent was not returned. During the product analysis, the investigator noted resistance when the outer sheath was retracted. The shaft was then dissected proximal to the guidewire access sleeve and the distal end of the inner lumen was withdrawn from the outer sheath. The inner lumen was folded back on itself proximal to the inner member jacket and this was the cause of the resistance met in movement of the outer sheath during analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident as the stent had been deployed from the device and the inner lumen was folded back on itself. The damage identified was consistent with the resistance met during deployment. The cause of the reported deployment difficulties was most probably due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context.  A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a fully covered rx wallflex biliary stent was used in the bile duct during a stent placement procedure performed on (B)(6) 2015. Reportedly, patient¿s anatomy was not tortuous. According to the complainant, during the procedure, the physician attempted to release the stent in the bile duct; however, the stent could not be fully deployed. It was unknown whether the stent was reconstrained prior to removal from the patient. The procedure was completed with another fully covered rx wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.